Manufacturer narrative:
(B)(4). The customer report of guide wire damage was confirmed by complaint investigation. The guide wire contained one small bend. The returned wire and ars were functionally tested with no issues. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that at insertion of swg through ars in preparation for procedure, the user felt a strong resistance and was unable to advance the swg. Therefore, he/she replaced the kit with a new one.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates spring wie guide/ars resistance - kinked.

Event description:
It was reported that at insertion of swg through ars in preparation for procedure, the user felt a strong resistance and was unable to advance the swg. Therefore, he/she replaced the kit with a new one.